Manufacturer narrative:
It was reported that the shoulder pack¿s carabiner, or clip, was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a daily activity, the patient's "carabiner" on the shoulder pack broke. A makeshift repair was performed. There was no reported consequence or impact to the patient. No further information was provided.